Manufacturer narrative:
Follow-up information received on 21-dec-2015: follow-up attempts were made with no response to date. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the first placement attempt in her fallopian tube the insert snapped in half (interpreted as device breakage). During her confirmatory test it was found that the left coil perforated her fallopian tube. She underwent surgery to remove the coil but it could not be found. Later a CT (computerized tomography) scan showed that the coil was embedded in uterine linning, interpreted as embedded device (partial uterine perforation). These events were considered serious and are listed in the reference safety information for essure; except for device breakage which is non-serious and anticipated according to the technical analysis. In the present case, since the device breakage occurred during essure insertion procedure, causality with the suspect insert cannot be excluded. Uterine and fallopian tube perforation may occur with any trans-cervical intrauterine procedure. In the present case, the exact date and mechanism of these events was not clearly reported. It is possible that the complicated insertion procedure had contributed to the perforation. She stated that during her placement scan (interpreted as confirmatory test) it was found that the left coil perforated her fallopian tube, but it could not be found during surgery, and later a CT scan showed that the coil was embedded in uterine linning. Given the nature of these events, causality with essure cannot be excluded. Additional non-serious events were reported. Disability was mentioned as event outcome, but not specified and/or assigned to one of the events. This case was regarded as incident since a surgical intervention was performed. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1688, awareness date 20-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2014. Additional information received on 23-oct-2015. Concomitant medication included albuterol, effexor, flaxseed oil, calcium and vitamin d. The consumer stated that it was a painful placement and the pain just continued. The first placement in her fallopian tube snapped in half and had to be removed and inserted again. She was awake and felt everything. Everything went okay with the right side. In the following weeks, she experienced pain. During her placement scan, the right side was fine. It was found out that the left coil wound up on itself and perforated her fallopian tube and the physician scheduled surgery to have it removed. Scheduling took forever and one night she doubled over in pain and almost threw up from the intensity of it all. She really believed that the coil ripped from her tube that night. Almost three months later, she went in for the coil removal. During the procedure they did a salpingectomy and the doctor could not find the coil, even after performing an extensive exploratory laparoscopy. A CT scan (computerized tomography) was performed and showed that the coil was embedded in her uterine lining. Her doctor said that it should calcify and that should be the end of it. She had been in pain ever since. Every month there was pain. She has asked several times for a hysterectomy, she would rather give up an organ and her last fallopian tube than keep the coils in and deal with the pain. The consumer also provided (B)(6) 2015 as essure implant date (discrepancy). She assessed the event outcome as disability/ permanent damage; but not specified and/or assigned to one of the events. Product technical complaint (ptc) investigation result received on 11-nov-2015: ptc global number: (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are known possible undesirable event and not indicative of a quality defect per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the first placement attempt in her fallopian tube the insert snapped in half (interpreted as device breakage). During her confirmatory test it was found that the left coil perforated her fallopian tube. She underwent surgery to remove the coil but it could not be found. Later a CT (computerized tomography) scan showed that the coil was embedded in uterine linning, interpreted as embedded device (partial uterine perforation). These events were considered serious and are listed in the reference safety information for essure; except for device breakage which is non-serious and anticipated according to the technical analysis. In the present case, since the device breakage occurred during essure insertion procedure, causality with the suspect insert cannot be excluded. Uterine and fallopian tube perforation may occur with any trans-cervical intrauterine procedure. In the present case, the exact date and mechanism of these events was not clearly reported. It is possible that the complicated insertion procedure had contributed to the perforation. She stated that during her placement scan (interpreted as confirmatory test) it was found that the left coil perforated her fallopian tube, but it could not be found during surgery, and later a CT scan showed that the coil was embedded in uterine linning. Given the nature of these events, causality with essure cannot be excluded. Additional non-serious events were reported. Disability was mentioned as event outcome, but not specified and/or assigned to one of the events. This case was regarded as incident since a surgical intervention was performed. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information is expected.